Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: v40 cocr lfit head 36mm/+10; cat# v40 cocr lfit head 36mm/+10; lot# 8x8k23 exeter v40(tm). Fem. Stem 37.5 ; cat# 0580-3-321; lot# g8100181 trident hemispherical cluster hole shell; cat#502-11-52e ; lot# 95086804 6.5 cancellous bone screw 35mm; cat#2030-6535-1 ; lot# 2v3vnr, 6.5 cancellous bone screw 35mm; cat# 2030-6535-1 ; lot# 3r1h0k, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1 ; lot# hl3py3, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# 73506d, and simplex tobramycin 1 pk; cat# 61971001 ; lot# tfd029. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported: patient had a 2nd revision for infection.